Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The same symptoms could occur after removal procedure at the site of sensor removal. The user reported a small red bump resembling a blood blister, with visible blood and itchiness near the sensor insertion site, first noticed on (B)(6) 2025. The user indicated that the area is not infected and that adhesives are not the cause. According to the user, the changes have remained unchanged. The user's hcp is not aware of the event; the user was advised to follow up with the hcp for further medical guidance. An appointment for sensor removal is scheduled for on (B)(6) 2025.

Event description:
Senseonics was made aware of an incident in which the user reported a small red bump resembling a blood blister, with visible blood and itchiness near the sensor insertion site, first noticed on (B)(6) 2025. The user indicated that the area is not infected and that adhesives are not the cause. According to the user, the changes have remained unchanged. The user's hcp is not aware of the event; the user was advised to follow up with the hcp for further medical guidance. An appointment for sensor removal is scheduled for on (B)(6) 2025.

Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The same symptoms could occur after removal procedure at the site of sensor removal. The user reported a small red bump resembling a blood blister, with visible blood and itchiness near the sensor insertion site, first noticed on (B)(6) 2025. The user indicated that the area is not infected and that adhesives are not the cause. According to the user, the changes have remained unchanged. The user's hcp is not aware of the event; the user was advised to follow up with the hcp for further medical guidance. An appointment for sensor removal is scheduled for (B)(6) 2025. B4. Date of this report 08 oct 2025. G3. Date received by the manufacturer? 08 oct 2025. H6. Health effect - clinical code updated to 4545 h6. Type of investigation updated to 4111 h6. Investigation findings updated to 3221.